Event description:
The plaintiff, alleges that while working as a registered nurse plaintiff wore and was continuously exposed to antigenic natural latex proteins in latex gloves. Plaintiff also alleges that in 1998 following a rast test, plaintiff was diagnosed by dr as being allergic to latex. Plaintiff also alleges that as a result of their exposure to the gloves, plaintiff has become senitized to latex, and is now subjected to increased health risks. Plaintiff further alleges that as a result of this sensitization to latex, plaintiff is subject to an increased risk of anaphylactic reactions to latex products. Furthermore plaintiff alleges that plaintiff has suffered substantial injury, pain and suffering as well as economic loss. Finally plaintiff alleges that plaintiff has suffered humiliation, anxiety, embarrassment, outrage and other mental suffering and emotional distress.